Event description:
Customer reported blood set leaked during a transfusion at the top of the y-site right above the blood filter. There was no patient harm. The set was replaced and the transfusion completed. No further patient/event information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The set was discarded at the facility. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot # and failure mode reported.